Event description:
One surgeon had swelling and itching at wrist. Where cuff line of surgical gown is on the skin. The co was informed on 4/25/01. The surgeon had to take cortisone and was not able to operate for two days.